Manufacturer narrative:
Based on the information available the cause of the reported problem was confirmed to be a speaker assembly. The replacement speaker assembly was shipped to the customer who is taking responsibility to repair the device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device did not have sound due to a defective speaker. A replacement speaker was sent to the customer. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.